Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient stated the dexcom system stopped communicating. No medical intervention was reported. Additional event or patient information is not available.